Manufacturer narrative:
Follow-up report - additional information (04/04/2016): device evaluation of monitor sn (B)(4) was completed. Further investigation determined that the resets only occurred when a data download was initiated, which does not affect the lifevest's ability to detect and treat an arrhythmia. The cause of the resets during data download was isolated to a corruption of ECG files on the sd card, resulting in a timeout during data download. The lifevest software is designed to abort any download attempt when the device detects a treatable arrhythmia and enters the treatment sequence. No adverse event resulted from the defective monitor. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (resets) has not yet been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (resets) has not yet been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.